Event description:
It was reported the gastrointestinal videoscope will not come up on the monitor, even though hooked up correctly. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.